Manufacturer narrative:
Tthe customer contacted a siemens customer care center and reported that a discordant, falsely depressed carbon dioxide (co2) result was obtained on a patient sample on the dimension vista 1500 instrument. Siemens reviewed the customer files, extracted co2 results in (B)(6) 2020, and asked the customer to verify the result. Based on this, siemens determined that the customer obtained discordant results on patient samples across 5 days. A field service engineer (fse) was dispatched to this customer site's multiple times. In the first visit, the fse found that the aliquot probe crashed and broken off. The fse installed and aligned a new aliquot probe. The fse ran a quick check, which recovered within specifications. The customer ran quality controls which were within specifications. During the second visit, the fse replaced and aligned the sample probe 1 (s1) and reagent probe 2 (r2) mixers and ran mix tests. The fse also replaced the probe e transducer. During the next service visit, the fse reviewed all low results to ensure which were correct and/or repeated. A precision test was performed and recovered within specifications. Siemens further investigated this issue and determined that quality controls (qc) were in range and the performance of the other patients were all within expectations, indicating the reagent is working as specified. Repetition of the same sample yielded expected results. A sample integrity issue or malfunctioning sample 1 (s1) and reagent 2 (r2) mixers potentially caused the discordant falsely depressed co2 results. The instrument is performing according to specifications. No further evaluation of this device is required. Mdrs 2517506-2020-00361, 2517506-2020-00363, 2517506-2020-00364, and 2517506-2020-00365 were filed for discordant results obtained on the other days.

Event description:
A discordant, falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 instrument. The initial discordant result was not reported to the physician(s). The sample was repeated on the same instrument. The repeat result was higher than the discordant result and was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2 result.